Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope. Possible loss of capture on the right ventricular (rv) lead was noted on telemetry. Capture could not be confirmed on non magnet electrograms (egm).  The lead remains in use. No further patient complications have been reported as a result of this event.